Event description:
The reporter called regarding mobi-c cervical artificial disc. The reporter had fall and had got the device implanted on (B)(6) 2020. The given report of surgery mentioned the model number mb3555 and lot number 5358337. After the surgery the reporter suffered neck pain, swelling, recurrent infection, vision loss, hearing loss, memory loss and lesions developed on the bones. The device was explanted on (B)(6) 2023 and the reporter came to know the model number was mb066k and lot number was 5353598, which was completely different from information provided to her at the time of surgery. With help of her friend she found in (B)(6) 2024, on line, that the device implanted in her was expired in 2007. The caller contacted the manufacturer and the representative person mr. (B)(6) did not give her satisfactory response.

Event description:
Additional information received on 6/6/2025 for report mw5156085. My name is (B)(6) in (B)(6) 2020, a cervical disc was placed at my neck called a mobi c manufactured by zimmer biomat. This device caused catastrophic issues for me and was later removed in 2023 by a separate surgeon. The device removed from my neck does not match the label on my surgery report and I¿m trying to figure out where it came from. I¿m trying to figure out why after five years I¿m not able to get answers why no one has been held accountable for the destruction that this device caused the permanent nerve damage that I will suffer for the rest of my life and the lack of accountability that is widespread I filed complaints with the FDA. It took them three years to actually formally lodge by complaint zimmer biomat is not providing removal kits to providers that are removing these devices from patient¿s bodies therefore, they are not being returned or investigated this is unacceptable. I¿m reaching out to you in hopes that you can share some light on this matter. I am a patient who deserves answers and there are thousands of others suffering just as I am and nobody seems to care I emplore to ensure other patients are not being harmed as I was this demands immediate attention. Please help me and do something about this and hope the thousands of others that are suffering that the providers are firing not providing removal when these devices should be removed no providing adequate infection control.

Event description:
Additional information received for report mw5156085 on 11/06/2024 for scanning purposes.

Event description:
Additional information received from reporter on 10/29/2025 for report mw5156085. Patient stated she would like to add to the report that the specific billing code for the specific implant was never listed in her medical record and is still not listed. Patient stated her medical record does not reflect ever having the specific device implanted or removed and is very concerned how that is legal.